Event description:
It was reported that the right ventricular (rv) lead dislodged and had rising thresholds. The rv lead was repositioned and remains in use. However after the lead was connected to the device there was persistent high impedance noted. The rv lead was tested using an analyzer, and good sensing and threshold values were seen, but the device continued to measure high impedances. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.